Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 36-year-old female patient who had essure (batch no. 869756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1999; (B)(6) 2003; (B)(6) 2005; (B)(6) 2011), sexually transmitted disease, genital herpes, abdominoplasty in 2006, genital herpes simplex in 2001, nausea (nausea minimal emesis, is tolerating oral. Does not desire meds. G: 4), delayed period on (B)(6) 2010, vaginal bleeding, abdominal cramps (for 2 day), leakage of cerebrospinal fluid, breast lump (close to shoulders.), burning micturition (once this morning at urethral area.), pap smear abnormal, herpes simplex in 2001, tonsillectomy (bilateral) in 1996, contraception (condoms) in 2011, birth control pill from 1998 to 2003, dyspareunia, colonoscopy (pap test), pap smear abnormal in (B)(6) 2010, postpartum state, bronchitis, premature rupture of membranes, antepartum and colonoscopy. Previously administered products included for an unreported indication: birth control pills from 1998 to 2003. Concurrent conditions included heavy periods, spotting vaginal, urinary incontinence, nickel sensitivity, anesthesia and alcohol use. Family history included prostate cancer (paternal grandfather:) and breast cancer (grandmother:). Concomitant products included nuvaring for birth control as well as ibuprofen, lidocaine, lorazepam (ativan) and norethisterone (micronor) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, 5 years 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("painful menses"). The patient was treated with surgery (bilateral salpingectomy and surgical removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, vaginal haemorrhage, dyspareunia, vaginal discharge, weight increased and dysmenorrhoea outcome was unknown and the genital haemorrhage had not resolved. The reporter considered device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2012 tubes blocked: (B)(6) 2016 - tubes not in place possible fragmentation she had no complications or problems that occurred at the time of essure placement procedure. Trailing coils seen on right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: breakage of essure device; on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / need to remove broken piece of essure"), fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 36-year-old female patient who had essure (batch no. 869756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1999; (B)(6) 2003; (B)(6) 2005; (B)(6) 2011), sexually transmitted disease, genital herpes, abdominoplasty in 2006, genital herpes simplex in 2001, nausea (nausea minimal emesis, is tolerating oral. Does not desire meds. G: 4), delayed period on (B)(6) 2010, vaginal bleeding, abdominal cramps (for 2 day{), leakage of cerebrospinal fluid, breast lump (close to shoulders.), burning micturition (once this morning at urethral area.), pap smear abnormal, herpes simplex in 2001, tonsillectomy (bilateral) in 1996, contraception (condoms) in 2011, birth control pill from 1998 to 2003, dyspareunia, colonoscopy (pap test), pap smear abnormal in (B)(6) 2010, postpartum state, bronchitis, premature rupture of membranes, antepartum and colonoscopy. Previously administered products included for an unreported indication: birth control pills from 1998 to 2003. Concurrent conditions included heavy periods, spotting vaginal, urinary incontinence, nickel sensitivity, anesthesia and alcohol use. Family history included prostate cancer (paternal grandfather:) and breast cancer (grandmother:). Concomitant products included nuvaring for birth control as well as ibuprofen, lidocaine, lorazepam (ativan) and norethisterone (micronor) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, 5 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (general) / abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("painful menses"). The patient was treated with surgery (underwent salpingectomy), surgery (underwent salpingectomy) and surgery (bilateral salpingectomy and surgical removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, vaginal haemorrhage, dyspareunia, vaginal discharge, weight increased, dysmenorrhoea and menorrhagia outcome was unknown and the genital haemorrhage had not resolved. The reporter considered device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2012 tubes blocked: (B)(6) 2016 - tubes not in place possible fragmentation she had no complications or problems that occurred at the time of essure placement procedure. Trailing coils seen on right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: breakage of essure device; on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs received - new event added:'abnormal bleeding (menorrhagia)'. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s)") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. 869756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1999; (B)(6) 2003; (B)(6) 2005; (B)(6) 2011), (B)(6), abdominoplasty in 2006, (B)(6) in 2001, nausea (nausea minimal emesis, is tolerating oral. Does not desire meds. Delayed period on (B)(6) 2010, vaginal bleeding, abdominal cramps (for 2 day{), leakage of cerebrospinal fluid, breast lump (close to shoulders.), burning micturition (once this morning at urethral area.), pap smear abnormal, (B)(6) in 2001, tonsillectomy (bilateral) in 1996, contraception (condoms) in 2011, birth control pill from 1998 to 2003, dyspareunia, colonoscopy (pap test), pap smear abnormal in (B)(6) 2010, postpartum state, bronchitis, premature rupture of membranes, antepartum and colonoscopy. Previously administered products included for an unreported indication: birth control pills from 1998 to 2003. Concurrent conditions included heavy periods, spotting vaginal, urinary incontinence, nickel sensitivity, anesthesia and ex-alcohol user. Family history included prostate cancer (paternal grandfather:) and breast cancer (grandmother:). Concomitant products included nuvaring for birth control as well as ibuprofen, lidocaine, lorazepam (ativan) and norethisterone (micronor) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, 5 years 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("painful menses"). The patient was treated with surgery (bilateral salpingectomy and surgical removal of coils), surgery (underwent salpingectomy) and surgery (underwent salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, fallopian tube perforation, vaginal haemorrhage, dyspareunia, vaginal discharge, weight increased and dysmenorrhoea outcome was unknown and the genital haemorrhage had not resolved. The reporter considered device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2012 tubes blocked: (B)(6) 2016 - tubes not in place possible fragmentation. She had no complications or problems that occurred at the time of essure placement procedure. Trailing coils seen on right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: breakage of essure device; in (B)(6) 2016: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs & mr received. New reporter,patient demographic information,lab data, patient relevant information, concurrent condition,essure indication permanent birth control by bilateral occlusion of the fallopian tubes ,concomitant product and new event abnormal bleeding (general), dyspareunia (painful sexual intercourse),vaginal discharge, device breakage, perforation (fallopian tube(s),weight gain, lower abdomen (infrequent severe)and painful menses were added.the event pain clubbed with previous event. Essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.